Event description:
It is reported the patient was revised due to dislocation. Patient was reported to have been alval positive and the surgeon suspects there to be corrosion associated with metal wear particles.

Manufacturer narrative:
This report will be amended when our investigation is complete.